Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2014 indicate the patient received a right patellofemoral arthroplasty due to isolated patellofemoral osteoarthritis. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2019 indicate the patient received conversion to right total knee replacement due to failed right patellofemoral placement secondary to excessive wear. Upon entering the joint excessive polywear of the patella button was noted, this was revised. The trochlear component was also removed without indication of deficiency. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b7 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (clinical codes) h6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the bone disorder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned photograph confirms the reported event of poly wear. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.